Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown va locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while performing a distal humerus, the surgeon had to re-adjust locking screws multiple times on a variable angle-locking compression plate (va-lcp) posterolateral distal humerus plate while trying to achieve reduction of the small fragments. Ultimately one or two of the 2.7 variable angle (va) locking screws did not engage in a plate. Surgeon decided to leave these holes empty. He determined that he had likely damaged the holes re-inserting the screws multiple times. Also while reducing, an adjustment nut fell off of the reduction forceps. The procedure was completed successfully with a surgical delay of ten (10) minutes. There was no patient consequence. This report is for one (1) unknown 2.7 mm va locking screw. This is report 3 of 3 for (B)(4).